Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient¿s blood sugar was running high when the pump battery was getting down to about 80 % life. There was no additional information provided. There was no reported blood glucose or symptoms provided that meet animas criteria for an adverse event. This report is made based on the implication that the pump may not have been delivering appropriately.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2016 device evaluation: the device has been returned and evaluated by product analysis on 12/24/2015 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. No delivery interruptions were observed. The pump was exercised for 24 hours without issues. A delivery accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.